Event description:
It was observed that during the device inspection, the Rhino Laryngo Videoscope exhibited the forceps passage had kinked and had burnt mark. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is D02 - Cause Traced to Component Failure Expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.